Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patients ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event frequent charging was not confirmed. As received, ipg communicated and was charged, and was functionally tested to manufacturing specifications using the autotester and passed the auto test. Functional bench testing revealed the returned ipg charged normally and passed a discharge test providing sufficient battery capacity when compared to the calculated battery capacity.